Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure the fiber card was not recognized @ 92,999 joules of use and 15:23 minutes. The procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.